Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-08366. The pt has two model 3186 leads from the same lot. It was reported the pt is experiencing pain at her scs ipg site as well as overstimulation when she turns her system on. Surgical intervention may take place at a later date to address the issue.